Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The customer's meter and 1 test strip were provided for investigation where they were tested using retention controls: testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter memory. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory at 9:00 a.m. Was 2.0 inr. The result from the meter at 10:13 a.m. Was 2.6 inr. The result from the laboratory was believed to be correct. The customer's therapeutic range is 2.0 - 3.0 inr.